Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was leaking pneumo, unknown if there was a device inserted when leaking. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged duckbill, leak test failed inserting and removing test probe additional information: (B)(6).